Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as red raised sore with sharp pain. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch due to the skin irritation. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.